Event description:
On 04/12/2022, it was reported by a sales representative via sems that a ar-6480 dw pumps pressure kept increasing beyond desired set pressure. It eventually reached such a high level, and would not work at all. This occurred during an unknown case, with no patient effect reported.

Manufacturer narrative:
See attached for supplier evaluation.